Event description:
Affiliate reported that the valve could not be programmed after the mrt. The settings were fixed by 60 mm h2o. In 2008, after beginning of headache, the micro ventil seems to be damaged. After the second MRI the same month, the ventil had to be replaced.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specs when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.